Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer was not able to rewind insulin pump due to act button not responding. Customer's blood glucose was 599 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
All of the buttons are functioning properly and no damage was found on the keypad assembly. Inspected connector on lcd and no unlock keypad connector. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. The insulin pump had minor scratched display window, cracked case at the display window corner and cracked reservoir tube lip.